Event description:
On (B)(6) 2012, olympus received a medwatch report that stated the following "during a fiber-optic bronchoscopy needle biopsy with endobronchial ultrasound, the tip of the olympus single use aspiration needle broke off and was stuck in the pt's paratracheal lymph node. At that point, the case was changed to a mediastinoscopy and the needle tip was retrieved. There was no apparent harm to the pt. The event did cause additional surgical, anesthesia, and fluoroscopy time to assist in locating the broken needle tip. The experienced surgeon feels that device may have been defective."

Manufacturer narrative:
Olympus followed up with the user facility for additional info. Per the user facility, no further details were available as the info that was provided in the medwatch report was based on a thorough investigation conducted by the cardiovascular team. Per the facility, the user was very skilled and has done many of these procedures. The pt is doing fine and was discharged few days post procedure. The needle was returned to olympus for eval. The eval found a piece of the aspiration needle broken off from the distal end side. There were signs of foreign material (reddish color) found with the broken piece needle. The sheath, needle slider, needle adjuster, connector section, boot, connecting slider, needle adjuster lever and style wire of the device were functioning properly. The whole device will be recovered and forwarded to original equipment manufactures for further investigation. A supplemental report will be submitted, if additional and significant info becomes available later. This report is being submitted as an MDR in an abundance of caution.